Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a sigmoidectomy, contour curved stapler stapled incomplete, showing bleeding in the staple line.